Event description:
Dexcom g7 sensor malfunctioned and quit working, other 2 sensors I received the applicators and sensor has no wirings to be inserted properly. Reference reports: mw5156906, mw5156908.